Manufacturer narrative:
The account found that the emergency stop did not function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the emergency stop switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the emergency stop did not function. There was no patient/user injury reported. (B)(4).